Manufacturer narrative:
The available information suggests this lead was capped and surgically abandoned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited potential oversensing of the t-wave. Episodes were reviewed by the other manufacturer's technical services which found the device was sensing premature ventricular contractions (pvcs). The device was reprogrammed to mitigate the pvc sensing. The patient later reported their system was replaced due to a broken lead which led to shock delivery. No adverse patient effects were reported.